Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the left anterior descending (lad) artery. The 3.00x20mm promus element stent delivery system (sds) was advanced to the lad and would not cross the lesion. The sds was removed and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the left anterior descending (lad) artery. The 3.00x20mm promus element stent delivery system (sds) was advanced to the lad and would not cross the lesion. The sds was removed and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. Struts on the first row on the distal end of the stent were misaligned and pushed forward distally. A visual and microscopic examination also identified several kinks on the hypotube 15mm, 119mm and 620mm distal to the strain relief. Several smaller kinks were also noted. The lumen area of the device at the side port section was kinked and was curled up. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).